Manufacturer narrative:
This report is submitted on jun 3, 2022.

Event description:
Per the surgeon, the patient experienced pain at the implant site post an MRI. Surgery was performed to re-position the dislocated magnet on (B)(6) 2022. The implant remains in-situ.